Event description:
It was reported that eight to ten years ago, the patient slipped and fell on her back onto the ice. The lead broke and had to be replaced. The patient could not recall the date, month, or year--only approximation. The devices listed on the regulatory report were an approximation as well¿these were the product that seemed to match the closest with the patient¿s reported timeline. Ultimately, it was not entirely clear what product the patient was referring to. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2007, product type: extension. Product ID: 3487a-33, lot# j0327186v, implanted: (B)(6) 2003, explanted: (B)(6) 200, product type: lead. (B)(4).